Event description:
The customer contact reported the pt received less medication than intended. On an unspecified date and time, the device was programmed to deliver an unspecified chemotherapeutic medication for duration of 2 days. No specific programming parameters were provided. After an unspecified length of time after the delivery was started, the customer contact indicated that the homecare pt called the after hours nurse and reported the device "did not infuse the complete dose and will not turn off." The volume remaining in the container at that time was unspecified. It was reported the device was removed from clinical service the next day. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were required. Though requested, no add'l info was provided including if the therapy was completed using the same pump or if the therapy was resumed using a replacement device.

Manufacturer narrative:
The device passed testing for delivery accuracy. During testing, the device delivered a measured volume of 19.99 ml from an expected delivery of 20 ml. Delivery accuracy for this device requires delivery of 20 ml +/- 1 ml (+/- 5%). Based on the data verified, hospira could not attribute the issue to the device the device history was downloaded at the service center. A review of the device history indicates the last programming occurred on (B)(6) 2011 at 1439, when the pump was programmed for ml/hr only delivery, with a rate of 5ml/hr rate, a 230 ml vtbi (volume to be infused), a 2 ml air sensitivity on, keypad locked and the device was powered off. At 1615, the device was powered on and the delivery was started. A new date stamp of (B)(6) 2011 occurred. At 1250, a distal occlusion alarm occurred. A new date stamp of (B)(6) 2011 occurred. At 1422, the delivery was stopped and the device was powered off. Between 1423 and 1425, the device was powered on using battery and powered off. The review of the history indicates the device delivered as programmed. This report represents all the info known by the reporter upon query by hospira personnel.